Event description:
Additional information: it was later reported the patient experienced withdrawal symptoms with increased spasticity and pruritus. The patient was given oral baclofen. After replacement surgery, the patient was "cooperative and pleasant". The patient was observed walking down the hall; it was noted the patient had slight left foot drop with intermittent toe drag.

Manufacturer narrative:
Catheter model: 8709, (B)(4), implanted: (B)(6) 2005, explanted: unk. Final analysis of the device revealed a motor corrosion and gear train anomaly. Significant reside was seen on the upper shaft and upper bridge jewel of gear 2.

Event description:
A confirmed motor stall with no recovery was reported. It was stated that a critical alarm was heard and confirmed by telemetry on (B)(6) 2011. On interrogation pump logs showed a constant motor stall on (B)(6) 2011 at 09:27am with no recovery. Healthcare provider (hcp) silenced the alarm at patient's request and at the time was considering replacement of the pump, managing patient on oral baclofen. Patient experienced nil symptoms due to the stall. Electromagnetic interference such as a MRI was denied. The next day the pump started alarming again. It was later reported that the pump was replaced and the cause was noted as "battery depletion". There was no patient injury the patient recovered without sequelae. The device was received and analyzed. Drug delivered via the device was lioresal 2000mcg/ml at a daily dose of 444.9 mcg.